Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and unk gynecare pelvic mesh product and a non-gynecare pelvic mesh product were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/7/2016. It was reported by an attorney that patient underwent mesh revision/removal on (B)(6) 2011 by dr. (B)(6). It was reported that the patient underwent lapasroscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2008.

Manufacturer narrative:
Date sent to the FDA: 5/5/2016, (B)(4). It was reported that following insertion the patient experienced infection, dyspareunia, urge incontinence and vaginal scarring.

Manufacturer narrative:
It was reported that patient underwent excision of sling and cystoscopy on (B)(6) 2012 by dr. (B)(6) medical center due to mesh extrusion into the vagina secondary to mid-urethral sling (per operative report).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.